Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation visual inspection revealed visible signs of corrosion. Our investigations have shown that the present instruments conform to our specifications. The instruments were manufactured according to the specifications.

Event description:
It was reported that there was corrosion after sterilization process, instrument was new and never used before. This is report 1 of 1 for complaint (B)(4).